Event description:
The surgeon inserted a aa4203tl silicone plate lens and after it unfolded, the surgeon did not like the way the lens was seated in the eye. The lens was removed without enlarging the incision and there was no patient injury. The reporter stated that this was a surgeon's decision and there was not a problem with the lens.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic).(B)(4): evaluation:results:visual inspection of the lens revealed evidence of a clear sugical residue, however, there was no visiible damage to the lens.(B)(4)